Manufacturer narrative:
The actual device has been returned and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the wire broke during a procedure. Follow up communication with the user facility confirmed the following information: the wire broke during a radial procedure; the patient was taken to surgery due to the wire breakage; the procedure was completed; and the patient was reported as in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide returned device evaluation results. Visual inspection revealed the wire to be stuck in the needle. In addition, the wire had begun to shear at the tip of the needle and the tip of the wire was missing. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured was conducted. Visual inspection revealed no defects. The outside diameter of the wires was measured and samples met manufacturer specification. The inner diameter of the needles was measured and found to be out of specification on two retention samples. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Based on the investigation the defect causing the needle ID to be out of specification is most probably vendor related. Although the needle ID on two retention samples is out of specification, the cause of the wire damage and the wire breaking is likely due to the wire being pulled back through the metal needle cannula. While the exact cause of the reported event cannot be definitively determined a formal investigation was initiated for the needle ID. The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: "when using metal needle cannula do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the patient's birth date as well as the lot number initially reported. The investigation is currently on going. A follow up report will be submitted within 30 days from the date that this report was sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.